Event description:
The customer reported an intermittent charger failed error at boot up. This error will prevent the system from booting up, resulting in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the battery charger. The system operates as intended.